Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 37-year-old female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 7 months after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus, fallopian tubes or other organs'), fallopian tube perforation ('perforation of the uterus, fallopian tubes or other organs'), perforation ('perforation of the uterus, fallopian tubes or other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 37-year-old female patient who had essure (batch no. 880424) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy (with essure)". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), pelvic pain ("pelvic pain"), back pain ("back pain"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (with essure)"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation and genital haemorrhage had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the plaintiff has suffered ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: the patient´s initials were updated, the essure lot number and a new reporter type (lawyers) were received. New adverse events received: chronic abdominal pain, pelvic pain, unintended pregnancy, migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes or other organs, allergic reactions, auto-immune reactions, headache, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety and depression.the adverse event medical device removal was deleted and the medical device removal was added as non-drug treatment. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 7 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus, fallopian tubes or other organs/ left was sticking out of her uterus and poking peritonium"), fallopian tube perforation ("perforation of the uterus, fallopian tubes or other organs"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in a 37 year-old female patient who had essure inserted (lot no. 880424). Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("unintended pregnancy (with essure)"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device dislocation (seriousness criterion intervention required), chronic abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding / I was still bleeding three months after procedure"), pelvic pain ("pelvic pain/ debilitating pain"), back pain ("back pain"), pregnancy with contraceptive device ("unintended pregnancy (with essure)"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), a first episode of alopecia ("hair loss"), tooth loss ("tooth loss/ losing filling"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), abdominal pain upper ("knives stabbing in my stomach"), vomiting ("vomiting"), abdominal pain ("cramping"), arthralgia ("joint pain"), a second episode of alopecia ("hair began to fall out"), superior limbic keratoconjunctivitis ("she was diagnosed with superior limbic keratoconjunctivitis"), malaise ("I was always sick"), crying ("I was crying") and tooth fracture ("reported having problems with their teeth including chipping"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove the essure). At the time of the report, the pelvic pain had resolved and the uterine perforation, fallopian tube perforation, device dislocation, autoimmune disorder, headache, fatigue, weight fluctuation and anxiety had not resolved. The outcomes for chronic abdominal pain, genital haemorrhage, back pain, pregnancy with contraceptive device, hypersensitivity, tooth loss, mood altered, depression, abdominal pain upper, vomiting, abdominal pain, arthralgia, malaise, crying, tooth fracture and the last episode of alopecia were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered chronic abdominal pain, abdominal pain, abdominal pain upper, the first episode of alopecia, the second episode of alopecia, anxiety, arthralgia, autoimmune disorder, back pain, crying, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, malaise, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, superior limbic keratoconjunctivitis, tooth fracture, tooth loss, uterine perforation, vomiting and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff has suffered ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Lot number: 880424. Manufacturing date: 2011-07. Expiration date: 2014-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-oct-2022: events abdominal pain upper , abdominal lower , crying, arthralgia, alopecia, superior limbic conjunctivitis, malaise & tooth fracture were added. Reporter information updated. Outcome updated for pelvic pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus, fallopian tubes or other organs/left was sticking out of her uterus and poking peritonium"), fallopian tube perforation ("perforation of the uterus, fallopian tubes or other organs"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in a 37 year-old female patient who had essure inserted (lot no. 880424) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy (with essure)"). The patient had a medical history of nickel allergy, uterine dilation and curettage, spontaneous abortion, gravida ii, dysmenorrhea, loss of libido, dyspareunia, abdominal pain, heavy periods, abdominal pain lower, pelvic pain female, abnormal uterine bleeding and genital bleeding. Previously administered products included: mirena, depo provera and oral contraceptive nos. The patient had a family history of heart disease, unspecified, breast cancer and cervical cancer. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device dislocation (seriousness criterion intervention required), chronic abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding/I was still bleeding three months after procedure"), pelvic pain ("pelvic pain/debilitating pain"), back pain ("back pain"), pregnancy with contraceptive device ("unintended pregnancy (with essure)"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), a first episode of alopecia ("hair loss"), tooth loss ("tooth loss/losing filling"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), abdominal pain upper ("knives stabbing in my stomach"), vomiting ("vomiting"), abdominal pain ("cramping"), arthralgia ("joint pain"), a second episode of alopecia ("bagan to hair fall out"), superior limbic keratoconjunctivitis ("she was dignosed with superior limbic keratoconjuctivitis"), malaise ("I was always sick"), crying ("I was ccrying") and tooth fracture ("reported having roblems with their teeth including chipping"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the uterine perforation, fallopian tube perforation, device dislocation, autoimmune disorder, headache, fatigue, weight fluctuation and anxiety had not resolved. The outcomes for chronic abdominal pain, genital haemorrhage, back pain, pregnancy with contraceptive device, hypersensitivity, tooth loss, mood altered, depression, abdominal pain upper, vomiting, abdominal pain, arthralgia, malaise, crying, tooth fracture and the last episode of alopecia were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered chronic abdominal pain, abdominal pain, abdominal pain upper, the first episode of alopecia, the second episode of alopecia, anxiety, arthralgia, autoimmune disorder, back pain, crying, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, malaise, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, superior limbic keratoconjunctivitis, tooth fracture, tooth loss, uterine perforation, vomiting and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff has suffered ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: bilateral proximal occlusion. Today¿s examination shows normal uterus with no spillage of contrast into the pelvis. Indicating complete tubal occlusion bilaterally. [Pathology test] on (B)(6) 2018: specimen: uterus and adnexa. Uterus, cervix, bilateral tubes. Final diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy. Cervix: chronic endocervicitis, benign endocervical and ectocervical mucosa. Endometrium: mild secretory pattern. Myometrium: extensive adenomyosis. Bilateral fallopian tubes: mild chronic salpingitis and paratubal cyst. Gross description: myometrium: myometrium is notable for gray metallic coiled devices on both cornu areas . Right fallopian tube-proximal fallopian tube contains gray, metallic coiled devices. Left fallopian tube: proximal fallopian tube contains gray, metallic coiled devices. Lot number: 880424. Manufacturing date: 2011-07. Expiration date: 2014-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received. Surgical pathology report added. Medical history added. Reporter information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus, fallopian tubes or other organs/ left was sticking out of her uterus and poking peritonium"), fallopian tube perforation ("perforation of the uterus, fallopian tubes or other organs"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in a 37 year-old female patient who had essure inserted (lot no. 880424) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy (with essure)"). The patient had a medical history of nickel allergy, uterine dilation and curettage, spontaneous abortion, gravida ii, dysmenorrhea, loss of libido, dyspareunia, abdominal pain, heavy periods, abdominal pain lower, pelvic pain female, abnormal uterine bleeding and genital bleeding. Previously administered products included: mirena, depo provera and oral contraceptive nos. The patient had a family history of heart disease, unspecified, breast cancer and cervical cancer. On (b(6) 2012, the patient had essure inserted. Essure was removed on (b(6) 2018. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device dislocation (seriousness criterion intervention required), chronic abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding / I was still bleeding three months after procedure"), pelvic pain ("pelvic pain/ debilitating pain"), back pain ("back pain"), pregnancy with contraceptive device ("unintended pregnancy (with essure)"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), a first episode of alopecia ("hair loss"), tooth loss ("tooth loss/ losing filling"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), abdominal pain upper ("knives stabbing in my stomach"), vomiting ("vomiting"), abdominal pain ("cramping"), arthralgia ("joint pain"), a second episode of alopecia ("bagan to hair fall out"), superior limbic keratoconjunctivitis ("she was dignosed with superior limbic keratoconjuctivitis"), malaise ("I was always sick"), crying ("I was ccrying") and tooth fracture ("reported having roblems with their teeth including chipping"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove the essure). At the time of the report, the pelvic pain had resolved and the uterine perforation, fallopian tube perforation, device dislocation, autoimmune disorder, headache, fatigue, weight fluctuation and anxiety had not resolved. The outcomes for chronic abdominal pain, genital haemorrhage, back pain, pregnancy with contraceptive device, hypersensitivity, tooth loss, mood altered, depression, abdominal pain upper, vomiting, abdominal pain, arthralgia, malaise, crying, tooth fracture and the last episode of alopecia were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered chronic abdominal pain, abdominal pain, abdominal pain upper, the first episode of alopecia, the second episode of alopecia, anxiety, arthralgia, autoimmune disorder, back pain, crying, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, malaise, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, superior limbic keratoconjunctivitis, tooth fracture, tooth loss, uterine perforation, vomiting and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff has suffered ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 08-may-2012: bilateral proximal occlusion today¿s examination shows normal uterus with no spillage of contrast into the pelvis. Indicating complete tubal occlusion bilaterally. [Pathology test] on 13-sep-2018: specimen: uterus and adnexa ¿ uterus, cervix, bilateral tubes final diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy cervix: chronic endocervicitis, benign endocervical and ectocervical mucosa endometrium: mild secretory pattern myometrium: extensive adenomyosis bilateral fallopian tubes: mild chronic salpingitis and paratubal cyst. Gross description: myometrium: myometrium is notable for gray metallic coiled devices on both cornu areas . Right fallopian tube-proximal fallopian tube contains gray, metallic coiled devices. Left fallopian tube: proximal fallopian tube contains gray, metallic coiled devices lot number: 880424 manufacturing date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-oct-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus, fallopian tubes or other organs'), fallopian tube perforation ('perforation of the uterus, fallopian tubes or other organs'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 37-year-old female patient who had essure (batch no. 880424) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy (with essure)". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), pelvic pain ("pelvic pain"), back pain ("back pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (with essure)"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, autoimmune disorder, headache, fatigue, weight fluctuation and anxiety had not resolved and the abdominal pain, genital haemorrhage, pelvic pain, back pain, pregnancy with contraceptive device, hypersensitivity, alopecia, tooth loss, mood altered and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the plaintiff has suffered ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Lot number: 880424 manufacturing date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.